Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, a crease smooth opening assessed, to a fold flaw opening. Additional observations: crease fold observed, in the device. Wear abrasion observed, in the device. Yellow particles observed, inside of the device. No further actions are required, as the device was implanted.

Event description:
Patient reported, left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. The device remains implanted.

Event description:
The device has been explanted.